Event description:
According to the complaint blood gas measurements were done on an abl800 analyzer. After reference membrane change, calibrations and qc were within limits. Later results for 14 patients were reported as high sodium, calcium with low chloride and ph, and high anion gaps. Ph results ranging from 7.169- 7.553. Na+ results ranging from 136-163 mmol/l. Ca++ results ranging from 1.06-1.85 mmol/l.cl- results ranging from 93-131 mmol/l. Anion gap results ranging from 5.1-33.8 mmol/l. As results were not trusted, the wrong results did not result in any adverse events.

Manufacturer narrative:
Our present investigations do not indicate that the reported complaint was caused by the incorrectly seated reference electrode. In case of a reference junction potential error it would be expected that results of all four ion selective electrodes were biased with same relative magnitude, but this pattern is not observed in the patient-log data. Radiometer considers the case closed.